Manufacturer narrative:
The anti-hcv ii reagent expiration date was not provided. The reported event occurred on a cobas e 801 analyzer with serial number (B)(6). The investigation determined that the elecsys anti-hcv ii assay was performing within specifications. The repeatedly reactive results observed with the assay were consistent across multiple runs and were reproducible at a different laboratory using the same analytical platform. The customer reported that the onboard stability of the reagent had exceeded its recommended duration; however, this did not appear to impact the reproducibility of the results. A review of calibration and quality control data confirmed that all parameters were within expected ranges. The phlc (local reference government laboratory) reported negative results for hcv antibody and antigen using the murex hcv screening assay and non-detected results for hcv rna using the qs7 pcr platform. Confirmation with an immunoblot assay, which is the recommended independent confirmation method for hcv antibodies, was not performed. Without immunoblot results, a definitive assessment of the repeatedly reactive elecsys anti-hcv ii results could not be made. The device remains in operation at the customer site, and the customer was advised to follow the recommendations outlined in the anti-hcv ii method sheet, including avoiding the use of expired reagents.

Event description:
The initial reporter alleged discrepant reactive results for the anti-hcv g2 elecsys e2g 300 v2 assay on the cobas e 801 analytical unit for one patient sample tested using both serum and edta plasma. The initial results were repeatedly reactive with a cut-off index (coi) of approximately 10.x across three runs. Testing of the same sample at a different laboratory using the cobas e 801 analytical unit yielded concordant results with a coi of approximately 9.x. The customer sent both serum and plasma samples to the phlc (local reference government laboratory) for additional testing. The phlc reported negative results for hcv antibody and antigen using the murex hcv screening assay and non-detected results for hcv rna using the qs7 polymerase chain reaction (pcr) platform.